Event description:
Ediate extraction site. On (B)(6) 2019 non-osseointegration of the implant was verified. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: pain. No further patient complications were reported.